Event description:
While resident was being transferred from wheelchair in the handi-move lift, the staff heard a "crack" and the extension arm of the lifter snapped. The steel arm broke off. Fortunately the resident was spared injury, as staff had lowered them to the seat when they first heard the crack. Load rating 353 lbs.